Event description:
In 2008, the patient's diabetes educator reported that the patent's blood glucose was elevated to 500 mg/dl the previous night and she was feeling sick and nauseous. Her target blood glucose level is 150 mg/dl. She bolused 5 units of insulin and her blood glucose lowered to 472 mg/dl. One hour later, her blood glucose measured 577 mg/dl and she bolused 6 units of insulin. Two hours later the patient's blood glucose measured 272 mg/dl and it continued to lower throughout the night. When she woke up, her blood glucose measured 122 mg/dl and she bolused 1 unit of insulin as a correction and 2 units of insulin for her breakfast. The patient reported that yesterday, there was an air bubble in the insulin cartridge that was over 1 inch long and this morning there was an air bubble in the insulin cartridge that was over one inch long and this morning, there was an air bubble that was pea sized. She stated that she does not allow insulin to reach room temperature prior to use. She was advised to do so. The patient stated that the infusion device shows 264 units of insulin remaining in the cartridge, but only 140 units of insulin were actually in the cartridge. She was assisted with properly adjusting the piston rod. The patient's blood glucose was within her normal range at the time of the report. The patient did not require medical assistance from a healthcare professional or a second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.